Event description:
During a free flap procedure to a lower extremity, the probe was secured to a vein in order to monitor venous blood flow after wound closure. During recovery the pt was observed to be thrashing his foot about. This movement caused traction to be applied to the probe which in turn kinked the vein. The device was surgically removed.